Manufacturer narrative:
(B)(4).

Event description:
It was reported during an unscheduled clinic follow up, a merlin transmission alert revealed elevated capture threshold and impedance. The lead was left implanted when the atrial lead was replaced. The patient was discharged.